Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups was non-functional and as a result was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the issue was weak batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the batteries were dead and it was not possible to run the system without the power cable. There was no patient involved with this issue.